Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, an hpv p3 false positive patient result was obtained. Test was repeated on new sample and was p3 negative. There was no report of patient impact.

Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, an hpv p3 false positive patient result was obtained. Test was repeated on new sample and was p3 negative. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant result when using the bd onclarity¿ hpv assay for bd cor¿ system kit (ref. 444075) from lot 5217918 was performed by the review of manufacturing records and by the complaint¿s history review. The review of quality control records of bd onclarity¿ hpv assay for bd cor¿ system kit lot 5217918 revealed no anomalies that could explain the customer¿s discrepant result. According to the information received, the initial test was performed with a self collected sample, gave a p3 positive result, and a retest was performed using a new sample from a lbc collection device (clinician collected). The new sample came out negative. Discussion with the customer about the correct procedure to recollect a sample was performed and since then no other issue was reported. Despite multiple attempts made to receive information, data was no longer available for the investigation. Based on the available information, and without data, bd is unable to identify a cause for the customer issue. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant result on bd onclarity¿ hpv assay for bd cor¿ system kit lot 5217918. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified.